Event description:
Patient stated with every order there is at least two to three catheters that are dry. Patient has used before. No lot number given. This emdr covers the unknown actual number of dry catheters.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.